Event description:
It was reported that cartridge alarm 20 occurred on pump and that similar cartridge alarms had been reported previously with same pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, cts reviewed pump history with caller, and pump was arranged for replacement. Customer will continue to use current pump.